Event description:
During a procedure with a patient presented with fifth metatarsal fracture, the surgeon had drilled for the screw and was attempting to insert the screw when the tip of the screw broke off. All fragments were retrieved. Surgeon used another screw to complete procedure with no further problem, no harm to patient.

Manufacturer narrative:
Device was used for treatment. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Placeholder.

Manufacturer narrative:
A manufacturing evaluation was conducted. There is extensive thread damage at the tip end of the screw. There is a small portion of the threads not damaged past the section of damaged threads. There is a washer on the part; part number unknown. Visual examination is consistent with product complaint. The thread profile, thread major diameter and thread minor were checked at the portion of thread without damage and no issues were found. However, these features could not be checked at tip end due to damage. The cannulation could also only be checked from head end due to damage at tip end. The back flutes are present on the screw but the three nose flutes could not be verified due to damage. Since all the relevant features could not be fully checked due to damage and no lot number was provided no conclusion can be determined from a manufacturing standpoint.